Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge.. The receiver download was performed and no issues were found related to customer complaint. Performed manual test "try it" feature: failed - no vibration. Receiver functional tester: failed vibrator test. Open receiver case for interior inspection: passed. Remove and replace motor (with known good), motor work: passed, the customer's complaint was confirmed because there is an indication that there was no vibration. The reported event of an no vibration was confirmed. The root cause was determined to be a defective vibrate motor assembly.